Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the provided pictures identified a bearing, glenosphere and taper adapter with biodebris. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. The photo does not confirm dislocation. It only confirmed removed implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient had an initial surgery on an unknown date. Subsequently, the patient underwent a revision due to dislocation approximately a month ago. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110031402, mini standard humeral tray, lot # 66774328, catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # j7827006. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has be requested by not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had an initial surgery approximately a year and 2 months ago.